Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. It was reported that customer woke up with blood glucose of 500 mg/dl due to pump suspending. It was reported that customer was advised to discontinue wearing sensor due to inaccurate readings and customer's lean built. Customer declined being transferred to helpline and with more information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.